Event description:
The physician was using an admiral xtreme us pta balloon catheter to treat a lesion. Following use, during retrieval the balloon ruptured. It was reported that the balloon possibly got caught on a displaced stent and ripped prior to retrieval. The balloon would not re-sheath so the physician enlarged the incision in order to remove the balloon from the patient. Patient suffered groin discomfort. No other clinical sequelae were reported for this event. Image review: two still cine images were provided for review. The images confirmed the presence of a stent. No images were provided in relation to the admiral balloon.

Manufacturer narrative:
Evaluation, results: caused by another drug/device-balloon got caught on a previously deployed stent; no results available since no evaluation performed- device not provided for review; related to operational context -event most likely procedural related; no device returned. Conclusion: another device caused failure -balloon got caught on a previously deployed stent; unable to confirm complaint - device not provided for review; operational context caused or contributed to the event -event most likely procedural related. (B)(4).